Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three days post port implant, the patient allegedly experienced chest pain during flushing post chemotherapy. It was further alleged that chemotherapy fluid had allegedly ingressed into the pleural space and treatment had to be stopped. Reportedly, the device was removed the next day and a chest tube was placed as a result of the fluid ingression. The patient remained in the recovery holding area until further decision was made.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one powerport MRI with 8fr catheter for evaluation. Functional testing showed the device was patent to infusion and aspiration, with no leaks noted to the device. The reported issue could not be recreated under laboratory conditions, therefore, the investigation is unconfirmed for the alleged leak. The definitive root cause could not be determined based upon the available information; however, possible contributing factors include fibrin sheath formation and improper access with non-coring needle. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately three days post port implant, allegedly the patient experienced chest pain during flushing of chemotherapy fluid. Reportedly, the fluid had entered the pleural space and treatment had to be terminated. The device was removed and a chest tube was placed to drain the fluid. The patient was held for further observation.